Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3200-0030 nanoscope console had an issue when transitioning to nanoneedle around october 2022. When we made this transition, the console was having issues. Whenever they would try to capture an image to start a case, the console would lock the capture buttons on the console screen while still allowing them to navigate through the case without images/videos. They updated the console to version 1.4, and the issues with the needle went away. Recently, the issue came back where they were unable to capture any videos or images during the case (picture on the console outlined in blue). They worked with the support team, but somehow, the issue resolved itself without any intervention. Now there was a new issue. The screen did not lock them out of taking pictures/videos, but the video capture button did not work properly. Whenever they try to capture a video, the first time they tap the video button, nothing happens. When they tap it a second time, it fully records a video, but for whatever reason, it captures a snapshot video from when you first tapped the video icon. This provides two videos: 1 snapshot video (1 second or less) followed by the full video. This has been consistent in the last two cases. When the surgeon went and loaded the videos into qreads, there were duplicate videos, one of them being a snapshot. Even though the second video capture seemed to do a full recording, when uploaded into the qreads system, it was only playing as a 1-second or less snapshot video. This means that both videos were acting as a snapshot, and no actual video was being recorded. This occurred during use in various cases with no patient harm. Additional information has been requested. This was resolved by technical support by advising that the programmable buttons on the nanoneedle had either changed or were no longer active and suggesting to go back into the camera settings and reselect the options.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/18/2023, the sales representative provided the following information via email: the only effect on the patient was that post-op videos were not captured. All images were captured, but no videos that the surgeon recorded were saved. This affected 4 patients.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. (Device not returned) the most likely cause for the reported event is a failing motherboard.